Manufacturer narrative:
H.6. Investigation summary: bd received a used 20 gauge insyte autoguard device from an unknown lot. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the returned unit. Our quality engineer visually inspected the returned unit and observed no damage to the unit or its components. Next, the device was inspected microscopically and adhesive was found between the safety activation button and the needle hub. The presence of adhesive here would cause a retraction failure. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the excess adhesive was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: verbatim: customer reported that the needle was not retracted after the button for the safety mechanism was pressed . After puncture by the patient, the needle was not retracted even after the button for the safety mechanism was pressed.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: verbatim: customer reported that the needle was not retracted after the button for the safety mechanism was pressed . After puncture by the patient, the needle was not retracted even after the button for the safety mechanism was pressed.